Manufacturer narrative:
The reported events were low pacing impedance and insulation damage. As received, a complete lead was returned. The reported event of insulation damage was confirmed. Visual examination noted procedural damage to the outer insulation at the middle region of the lead. The cause of insulation damage is consistent with procedural damage. The reported event of low pacing impedance was not confirmed. Unable to perform lead impedance test due to condition of the lead as received.

Event description:
It was reported that the patient presented for a scheduled procedure. Interrogation of the pacemaker noted that the right atrial lead had low pacing impedance measurement, and it has been persistent. The lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
New information received indicates that the lead also exhibited insulation damage.